Manufacturer narrative:
Depuy still considers this investigaton closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Litigation papers allege that the patient suffered pain and suffering and was injured by excessive levels of chromium and cobalt in her blood as a result of implantation with the asr hip implants. Patient is bilateral.

Event description:
Update: (B)(4) /2013 -sales rep reported revision of patient's left hip. Part number was provided there is no new information that would change the outcome of the investigation.